Event description:
It was reported to tyco healthcare/kendall on 06/2002 that there had been a problem with a foley catheter less than 24 hours after insertion. According to the submitted report the catheter fell out of the patient. The customer states that the catheter was defective because the balloon would not hold fluid.